Event description:
It was reported that the patient sought medical attention in the emergency room or was hospitalized, it was not clarified on which, with hyperglycemia and diabetic ketoacidosis. Date that medical treatment was sought, was not reported. Details regarding symptoms and treatment were not reported. Blood glucose values were not reported. Three attempts were made to reach reporter for further information but were unsuccessful.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.